Event description:
It has been reported to the co that during the procedure the lock on this device was not functional. It is reported to have jammed. The device was removed and replaced. There is no report of pt injury. The device is being returned for co's evaluation.